Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinary/bowel disfunction. It was reported that the patient was asking if they can use the bladder stimulator and the bone growth stimulator at the same time. The patient stated they were feeling the tingling on their implant when they were using the bone growth stimula tor at the same time. They stated that they had to use the bone growth stimulator over the incision. They said that when they removed the bone growth stimulator, the don't feel the tingling anymore. Agent reviewed with patient that the coils of an external magnetic field bone growth stimulator should be kept away from the system. Agent told patient that they are not allowed to use both the stimulator and the bone stimulator on top of each other. The patient said that they removed the bone growth stimulator and will reach out to the bone growth stimulator representative. On 2025-04-25 the patient called back and reiterated that they felt like the stimulation felt stronger when they were using their bone growth stimulator. The patient called to inquire more information about compatibility. They provided more information, that they had just had a spinal surgery where they gave them a bone growth stimulator to wear all day and they wanted to know if it was compatible. They stated it was basically like a "tens unit," they had to put electrodes on both sides of their spine and it was hitting right above where the ins was. Patient stated the therapy was still working well but they just noticed that the stimulation felt stronger with the bone growth stimulator on and they didn't want anything to happen to the implant and asked if the implant could explode. Patient services reviewed information with the patient and redirected the patient to follow up with their managing healthcare provider (hcp) regarding the situation. Patient to reach out to their hcp.